Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend was not articulating correctly and stopped working mid use. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was unable to be tested in-house due to a bent main tube. The main tube was bent at the middle. There were no signs of a break, and no missing material. The instrument was unable to be attached to the in-house system for testing. The probable root cause of the customer reported complaint cannot be determined based on the information provided and failure analysis results. The root cause of the bent main tube is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments.